Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin and red cell hang-up with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to fibrin or red cell hang-up were observed. 10 retained tubes were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 2782 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The cap/stopper assembly were then removed and all 10 were found to have no issues. No difficulties were encountered during blood collection of the customer returned samples and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the customer lot samples. Testing of both customer and control samples was acceptable. A review of the device history record (DHR) with particular focus on additive preparation and dispense was carried out with no issues relating to the reported defect being identified. Bd was able confirm the customer¿s indicated failure mode based on the photographs provided. Bd was unable to determine a root cause.

Event description:
It was reported that fibrin strands appeared with bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 26 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: fibrin strands in serum customer noted that they have been seeing fibrin in serum frequently from the new lot no received. The fibrin issue is causing occlusion of their analyzer probe. Upon checking with customer, customer noted that the samples received in the lab are allowed to fully clot before centrifugation. Additionally, the bd sales consultant provided the following additional information: how many inversions are done to the sample after collection? ¿ customer is not able to provide comment on this. I have advised him to inform the nurses to perform 5 inversions. How are tubes stored after collection (on side or upright)? Photos indicate some are on their side. Please confirm. Tubes are stored upright on a tray, after blood draw. The tubes in the upright tray is then transported to the lab for accessioning and processing. You indicate samples are allowed to fully clot ¿ what is that time frame ¿ from collection to samples being spun down? Again, customer is not able to provide on time duration from collection to receiving in the lab. The blood collection centre is away from the lab, and the samples are sent via hand to the lab. Generally, the practice at the blood collection centre is to consolidate a few samples onto a tube rack, which the whole rack will then be sent to the lab. Once the sample reaches to the lab, a lab staff will accession the samples which take about 10 minutes time frame before it is loaded onto the centrifuge. However, the 16 tubes in photo have been allowed to be fully clotted (30 minutes), and physically examined on clotting, before processing. Will samples be sent for investigation? We can arrange for some tubes to be sent back for investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fibrin strands appeared with bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 26 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: fibrin strands in serum customer noted that they have been seeing fibrin in serum frequently from the new lot no received. The fibrin issue is causing occlusion of their analyzer probe. Upon checking with customer, customer noted that the samples received in the lab are allowed to fully clot before centrifugation. Additionally, the bd sales consultant provided the following additional information: how many inversions are done to the sample after collection? Customer is not able to provide comment on this. I have advised him to inform the nurses to perform 5 inversions. How are tubes stored after collection (on side or upright)? Photos indicate some are on their side. Please confirm. Tubes are stored upright on a tray, after blood draw. The tubes in the upright tray is then transported to the lab for accessioning and processing you indicate samples are allowed to fully clot. What is that time frame, from collection to samples being spun down? Again, customer is not able to provide on time duration from collection to receiving in the lab. The blood collection centre is away from the lab, and the samples are sent via hand to the lab. Generally, the practice at the blood collection centre is to consolidate a few samples onto a tube rack, which the whole rack will then be sent to the lab. Once the sample reaches to the lab, a lab staff will accession the samples which take about 10 minutes time frame before it is loaded onto the centrifuge. However, the 16 tubes in photo have been allowed to be fully clotted (30 minutes), and physically examined on clotting, before processing. Will samples be sent for investigation? We can arrange for some tubes to be sent back for investigation.